Event description:
It was reported that the health care professional (hcp) had called in stating the lead was not sutured appropriately and all the leads pulled back and also concluded that this right atrial (ra) lead was dislodged. The plan was to reposition this lead. This ra lead remains in service. No adverse patient effects were reported.